Event description:
Medtronic rec'd info that during routine ECMO assessment, this silicone oxygenator was noted to be leaking a small amount of body fluid from the tip of the device. As the source of the leak was being investigated, the temperature probe connector broke-off and sudden body fluid loss occurred. The circuit was clamped, resuscitation with compressions and bagging was performed, while the perfusionist changed out this oxygenator. The device was successfully removed and replaced with no adverse pt effects. The device will be returned for analysis.

Manufacturer narrative:
Eval results = device history review found the product met specs when released for distribution. Conclusion = cause of event cannot be determined. When analysis is complete, a follow-up report will be forwarded to the FDA. H3 analysis: as of today, the device has not been returned for analysis. When the device is rec'd from the facility, root cause analysis will be performed. A review of the device history records did not identify any non-conformances prior to being released for distribution. Conclusion: based on the info provided, medtronic is unable to determine root cause for this incident at this time. A follow-up report will be forwarded to FDA after root cause analysis and completion of the investigation.